Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the device was returned with the trigger partially engaged and a clip partially loaded. The partially loaded clip was broken. It could not be determined when or how the clip got broken. The received sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. First, the partially loaded clip was manually removed from the device. Then, functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device or close. The next clip was unable to properly load due to the jaws not opening completely, but it was able to close. This was repeated a couple more times with the same result. The jaws appear to be stuck which is preventing them from opening completely. Other remarks: the device was disassembled to look at the internal components. Upon disassembly, it was noticed that a sticky substance was present on multiple parts near the distal end of the device. The sticky substance was present on the feeder, channel, jaw opening gizmo (jog), jaw spring, and the jaws. The sticky substance caused the jaws to get stuck and not open completely. The sample was received with 9 clips remaining indicating that 6 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips are breaking off" was confirmed based upon the sample received. One device was returned with a broken clip partially loaded into the jaws of the device. It could not be determined what caused the clip to be broken. It was found that there is a sticky substance on multiple parts near the distal end of the device. This contributed to loading issues as it prevented the jaws from opening completely. The device was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The remaining clips were unable to properly load into the jaws of the device due to the sticky substance that was causing the jaws to get stuck and not open completely. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clips are breaking off. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600717 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are breaking off. There was no patient injury.